Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. The patient's weight was updated. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient's son called to ask if there was any reason stimulation would be off besides the button being pushed. The patient's son was checking the charge for the patient and realized the battery was off. The patient's son was asked to contact the rep if it happens again. The patient does not adjust her stimulation and has adaptive stimulation set up. The issue was resolved at the time of the report. Additional information received from the consumer. It was reported that the patient didn't know the cause of the stimulation being off; they noted that the stimulation just went off by itself. The patient said now it was working fine. No further complications reported.